Event description:
This is 49 year old patient that had silicone gel breast implants placed in june, 1989. In the fall of that year she had severe contractures and had the implants replaced with a 340cc. Tear-drop shaped silicone gel implant and in march, 1990 the replicon gel implant was replaced. She immediately developed a rash. This was followed by joint pain, flu-like symptoms and axillary lymphadenopathy. The patient had a right periprosthetic capsulectomy with removal of the implant. The implant was intact.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.